Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor. The following day the consumer had pain and swelling at one piercing site. The earring was removed and medical attention was sought. Consumer was prescribed antibiotics.